Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7016824, medical device expiration date: n/a, device manufacture date: 2017-05-01. Medical device lot #: unknown, medical device expiration date: n/a, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with a broken needle. Consumer reported issues with two different lots. It was stated ¿the first lot is unknown, the needle broke off in his injection site, he was able to remove it with tweezers. A needle from a different lot (#7016824) was bent when the cap was removed. No medical attention, no injury. No re-use". There was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to complete DHR check on the needle break off issue as the lot number is unknown. Severity: s_2__; occurrence: unable to perform complaint lot history check for needle break off during use due to unknown lot number. This is the 1st related complaint for needle bent on lot # 7016824. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.